Event description:
(B)(6) allegedly intermittent fault. (B)(6) cannot remember which light comes on intermittently, the red, amber or the yellow. Wil not charge the batteries. (B)(6) load tested the batteries and they were fine.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.